Event description:
Healthcare professional additionally reported "any creases associated with hole."

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, b.6, h.3, h.6. Device evaluation: visual analysis of the returned device identified: the weight the device within specification, fold creases, deformation, and yellow particles on the shell. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing. No openings were observed on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "patient's concern with the product" and rupture.

Event description:
Healthcare professional reported right side "patient's concern with the product." Additionally, healthcare professional reported rupture. Device has been explanted.